Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'under infusing' could not be reproduced during evaluation. A review of the event history log revealed 'upstream occlusion!' Was followed by 'pump run' occurred. It was followed by being stopped and clearing of programming. Evaluation found the device passed the flow accuracy testing with an error less than 5%. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was under infusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.